Event description:
The customer reported that following a diagnostic catheterization in 1999 a vasoseal vhd kit size 6 was deployed. Later the pt visited their family physician after noticing a white plastic tube protruding from their right groin. The physician pulled the tube out of the groin without complication. The pt's son notified the hospital of the incident 1999. No further complication were reported.